Manufacturer narrative:
Concomitant medical products: 5867-3m cap, implanted: (B)(6) 2018, 457453 lead, implanted: (B)(6) 2018, dtba2d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to their clinic because a lead integrity alert triggered. It was found that the right ventricular (rv) lead had high/undefined impedance, oversensing sic (sensing integrity counter) seen on stored egms (electrograms) and noise seen on rv tip to rv ring. There was high rate non-sustained episodes noted and high rv thresholds were also noted. The rv lead remains in use but the patient is scheduled in two days for a lead revision. Additionally, the interrogation report revealed that there was an atrial bipolar impedance alert triggered last december on the atrial lead for high/undefined bipolar impedance. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.